Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that the micropore surgical tape 1x10yds, item 16-5301-0 makes her skin itchy. There was patient involvement, and adverse event was reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).